Manufacturer narrative:
(B)(4)

Event description:
Same cases as 2134265-2017-09041 and 2134265-2017-09040. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu freezes during pullback and it recovered after restarting. Acqpc also froze during pullback. In addition, the new ran could not be pressed. No patient complications were reported.